Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no patient injury. During baxter's evaluation of a spectrum pump, it had an intermittently functioning keypad.